Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the primary cause of death was cardiopulmonary arrest and the secondary cause was reported to be cardiopulmonary failure. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.